Event description:
It was reported that difficulty to advance in the artery occurred. Procedure summary: vascular access was obtained via a right transfemoral approach. A 14f isleeve introducer sheath (lot#26594255) was inserted; however, the 14f isleeve introducer sheath was unable to fully advance past the bifurcation due to unforeseen calcium in the vessel. A large size acurate neo2 valve was prepared and loaded onto an acurate neo2 tf ds (lot # 26706119) in accordance with the instructions for use (IFU). The acurate neo2 tf ds was inserted through the 14f isleeve introducer sheath into the vessel and was unable to advance. The acurate neo2 tf ds (lot # 26706119) and and 14f isleeve introducer sheath (lot#26594255) were removed from the patient. A new 14f isleeve introducer sheath (lot #26600742) was inserted into the right femoral artery and encountered the same inability to fully advance past the bifurcation. The physician elected to switch to the left side. Vascular access was obtained via a left transfemoral approach. A new 14f isleeve introducer sheath was advanced into position. A new large size acurate neo2 valve was prepared and loaded onto a new acurate neo2 tf ds (lot # 26706119) in accordance with the IFU. The acurate neo2 tf ds (lot # 26706119) was advanced into position. The large acurate neo2 valve was successfully implanted to treat the native aortic annulus. During withdrawal of the acurate neo2 tf ds, the second operator pulled on the safari2 guidewire to centralize the acurate neo2 tf ds. The first operator pulled gently on the acurate neo2 tf ds and the acurate neo2 valve moved into the ascending aorta. Several attempts to snare the acurate neo2 valve were performed and were unsuccessful. The patient's condition deteriorated. Thirty (30) seconds of cardiopulmonary resuscitation (CPR) was performed twice. Medications were given to support the patients low blood pressure. A 34mm non-boston scientific valve was implanted to treat the native aortic annulus. The procedure was completed. The patient was transferred to the intensive care unit (ICU). Later that evening, the patient underwent surgery for a bleeding in the right iliac artery. An unknown manufacturer's covered stent was placed to treat the bleeding. Patient status: the patient has since been discharged from the hospital in good condition.